Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. The aortic bifurcation is 24.3 x 15.1 mm in diameter. The right common iliac artery was 13.3, 12.3x8.7, 9.7, 10.8, 15.2x12.6 mm in diameter from proximal to distal. The left common iliac artery was 12.2x7.4, 10.6x7.9, 10, 10.6, 10.7, 11.49.1, 11.7, 10.7, 7.5 mm in diameter from proximal to distal. It was reported that the patient presented emergently complaining of pain in the leg. CT scan images identified either stenosis or occlusion due to a kink. The patient was transferred to the implanting hospital. Per the physician the cause of the kink was due to vessel morphology (at a curve in the common iliac artery) although the physician did not see the CT scan data yet. The patient was treated for the kink and occlusion near the left cia where the main body was been implanted. After a guide wire and catheter were delivered to the lesion, two stents 14mm*6cm were implanted targeting the kink site. After that, a fogarty catheter was used for thrombectomy. Even though the occlusion was observed on the CT image, the guide wire and catheter were delivered smoothly. The procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.